Manufacturer narrative:
Note: this supplement report is being submitted following FDA notification of a missing report. The initial supplement report was inadvertently labeled with an incorrect report number "year" (i.e. 3002769706-2017-00466), and was therefore not linked appropriately to the initial report. The report number should have been 3002769706-2016-00466. A biomérieux investigation was conducted for a discrepant result (out-of-range-low) for candida albicans, atcc® 90028, associated with etest® voriconazole vo 32 ww f100. The investigation involved testing the etest® voriconazole vo 32 (lot 1003390050) customer strips, retained strip samples, and a different lot as reference, with 3 atcc stains (atcc 90028 - atcc 6258 - atcc 22019). The issue observed by the customer with the quality control strains was not reproduced. The customer stated that instead of streaking the plates, they "flow" the plates before they apply the etest®. Inoculation by floating is not the recommended procedure stated in the instructions for use (package insert) and it's necessary for antifungals to swab twice. The investigation concluded the etest® voriconazole vo 32 ww f100 is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a discrepant result (out-of-range-low) for candida albicans, atcc® 90028, associated with etest® voriconazole vo 32 ww f100. The customer had tested two batches of voriconazole in which both gave low results. Customer stated that instead of streaking the plates, they "flow" the plates before they apply the etest®. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the neqas survey sample. Biomérieux investigation will be initiated.